Event description:
Tha (exeter) during stem insertion, the cement hardened earlier than expected in the medullary cavity and could not be inserted to the planned depth. In this case, an attempt was made to insert the stem by hitting it with a hammer from above the starter punch, which originally played the role of holding the stem in place. By hammering in, the metal part of the starter punch penetrated deeply into the hole in the stem (exeter) and the starter punch could not be pulled out. Attempts to pull the starter punch out by force caused the metal part to separate from the wooden part and the starter punch to fail. The metal part attached to the stem was removed using pliers. These are the causes of the starter punch failure.

Manufacturer narrative:
An event regarding setting time involving an unknown simplex cement mix was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the simplex cement hardened earlier than expected during surgery. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identifying information (catalog number and lot code), return of the device, photographs/video of the event as it occurred, and additional details regarding storage and handling conditions are needed to complete the investigation for determining root cause. It is likely that the cause of the event is storage/handling of the cement, as it was reported that the cement was taken out of the refrigerator early to speed up the hardening process. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.